Event description:
Received a report from consumer's parents who advised that medical assistance was needed to remove a tampon after the string pulled out. However, received medwatch form filed by father of consumer, with changes in described event as upon removal, tampon shredded resulting in partial removal.